Manufacturer narrative:
Initial 2 of 2. E1: (B)(6). Country: USA. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient infusion set cannula was bent causing hospitalized due to hyperglycemia at 630 mg/dl and was treated with IV and fluids of saline and insulin event on (B)(6) 2026.